Event description:
Reporter's wife used on buttocks for about eight hours in 2007 and discovered the burn after removal. After several days of "home remedy" she saw a doctorthe next month for relief from pain and discomfort. She was given antibiotic for possible infection. She is doing better now, but is not completely healed yet. She had used patches previously without any problem.